Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.5/2.5/092 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved. Cause of the event is unknown.